Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer advised unit not alarming and need to replace on off switch with 7999 hours. Dealer could not provide any further information.